Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the black sleeve stuck in the up position of the reported problem area of the pipette assembly. The fse replaced the tip clamp in position #4 and cleaned the post and compression spring in position #4. The instrument was tested without further problem and was returned to expected operation.